Event description:
It was reported that the patient presented for follow up due to decreased estimated battery longevity noted at previous follow up visit. During the follow-up visit, the cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated and a code appeared indicating the device had reached safety mode. Subsequently a revision procedure was scheduled and performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient presented for follow up due to decreased estimated battery longevity noted at previous follow up visit. During the follow-up visit, the cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated and a code appeared indicating the device had reached safety mode. Subsequently a revision procedure was scheduled and performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported.